Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. In addition, it was noted that the patient experienced ventricular tachycardia (vt), lead integrity alert (lia) was triggered, there was high impedance and confirmed fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID d394vrg, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2015, v sensing integrity counts up to 4632; vt-ns episodes and vf detected episodes with inappropriate shocks due to lead noise oversensing. On (B)(6) 2015, rv pacing impedance measured 4047 ohms. Rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter and rv lead impedance variation in last 60 days.